Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of ECG fault- 501 was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. An internal inspection did observe evidence of foreign substance. It is recommended the device be scrapped. The customer's report of failed self test was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The report was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.